Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the indicator of a 6f exoseal vascular closure device (vcd) turned black-black and the deployment button was pressed, the pga plug popped out of the patient's body. The procedure was completed with manual compression. There was no reported patient injury. The device was used in a superficial femoral artery case using a contralateral approach. After switching to a 6f non-cordis short sheath at the end of the procedure, the vcd was used. Additional details were requested but are unable to be obtained due to covid-19 restrictions. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, when the indicator of a 6f exoseal vascular closure device (vcd) turned black-black and the deployment button was pressed, the pga plug popped out of the patient's body. The procedure was completed with manual compression. There was no reported patient injury. The device was used in a superficial femoral artery case using a contralateral approach. After switching to a 6f non-cordis short sheath at the end of the procedure, the vcd was used. Additional details were requested but are unable to be obtained due to covid-19 restrictions. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18412495 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿plug inaccurate placement " could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. In addition, due to the nature of the complaint since this was a patient related event, the cause cannot be determined as patient related events cannot be duplicated in a lab and can only be observed with procedural videos. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.